Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.5 into the patient's left eye (os), the lens tore. The lens was implanted and removed intraoperatively on (B)(6) 2018. Within the same surgery, an alternate lens was implanted and the problem is resolved. The reporter states the surgeon thought the lens may have been torn during loading into the cartridge but was not discovered until implant. Patient injury is reported as "no."

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the product. Visual inspection found the lens was torn in two pieces which are stuck together. (B)(4).